Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received replace battery now alarm. The customer's blood glucose level was unknown. The customer did not received a low battery alert prior to the replace battery now alarm. This was the second occurrence of replace battery now without a low battery warning. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. Device received with normal operating currents. No unexpected power loss or replace battery now alarm noted. However, power error alarm due to j6 connector resistance issue.